Event description:
It was reported that during a routine device change out procedure, the implantable cardiac monitor exhibited an error message; interrogation was not possible. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.